Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 57-year-old male patient presenting for cardiomyopathy. Following removal of the impella pump, it was observed that the patient experienced right upper and lower extremity paralysis. A CT scan was performed and it was discovered that the patient had experienced an ischemic stroke. Additional information pertaining to the condition was not available and a cause could not be determined. The patient was reported to be recovering in rehab following the event.